Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jun-23, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated their tablet finds the patient's serial number but won't fully connect to ins. Caller mentioned that patient has been seeing "cannot reach desired settings" message on their controller but patient couldn't remember when that message started. Patient mentioned in the background that they were unsure if the system was even working since implant but caller indicated it was an education issue and patient had left stim where it was at since they were unable to increase but now they are unable to feel stim since they can't turn it higher. Caller stated that patient is charging every 3-4 days which patient feels is too frequent. Caller rebooted tablet and rebooted communicator twice and was able to interrogate ins successfully. Caller checked impedances which showed with ref 0 - 1, 4, 5, 6, 7, 14 and 15 were over 40k ohms which was similar for other reference electrodes. Caller stated they had a total of five contacts showing "avoid" and five contacts showing "do not use". The issue was not resolved through troubleshooting. Tss suggested imaging of the system as reprogramming is likely to be unsuccessful with that many electrodes out of range and a revision may be necessary. On 2022-06-28, the rep reported cause of high impedance was unknown. Pts programs were adjusted so they are no longer using any of the electrodes are out. The pt said the new programs were covering his areas of pain. He is going to try each program out for a week and if he is still not getting the relief he is looking for, we are going to discuss a lead revision. As of now, no lead revision is planned or scheduled. Rep has not heard back from patient of any issues so assuming patient is having effective therapy.